Event description:
The patient just happened to be sharing that the morning glucose of 354 seemed unusual considering the circumstances, she is on a closed looped dexcom sensor and tandum pump (t-slim with control iq). At 9 am cgm was 354 she went for a 15 min walk with her 4 month old, came home and check her bg as the cgm made no sense, finger stick was 98 on her freestyle lite glucose meter. She would not have checked her bg had we not had a conversation as the sensor doesn't require calibrations, however she did calibrate the cgm after she saw the numbers, then at 11 am the cgm was 154 and fingerstick read 122mg/dl. The entire day she had lower glucoses on her glucose meter and had to fight the excess insulin from the pump until she turned off her closed loop. The bottom line the cgm readings were off by 256mg/dl which and continued to be off that day, had she not been in communications with a professional who had seen these events recently (2 others in our clinic who ended in seizures from high cgm readings on closed loop pumps), her life and her infants life would have certainly been in grave danger. Despite calibrations the glucoses over the day were off by greater than 20% which is unacceptable in a closed loop system.